Event description:
Customer reported that on (B)(6) 2011 he received a reading of 75 mg/dl on his freestyle freedom blood glucose meter, which was lower than he felt. Customer further reported experiencing a headache and then lost consciousness. Customer self-presented to a local healthcare facility, but did not receive a diagnosis. However, customer noted he was treated with an intravenous infusion of unknown type. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The complaint was not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing.

Manufacturer narrative:
This is an initial report. The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained.